Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported.